Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and one leak was detected on the membrane approximately 1.5cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. We were unable to mimic the clinical setting for difficult to remove iab from the patient. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint#: (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted in a patient therapy was successful for tour days and then a "check iab catheter" alarm was generated which ceased therapy. Blood was found in the extender tubing. The iab was removed, but upon removal difficulty to remove the iab was noted. After removal therapy was discontinued. Moderate calcification and tortuosity were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted in a patient therapy was successful for tour days and then a "check iab catheter" alarm was generated which ceased therapy. Blood was found in the extender tubing. The iab was removed, but upon removal difficulty to remove the iab was noted. After removal therapy was discontinued. Moderate calcification and tortuosity were noted in the patient vessel. There was no reported injury to the patient.